Event description:
The distributor contacted animas on (B)(6) 2012 alleging that the up arrow, down arrow and ok keypad buttons were unresponsive. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue that was not revolved with troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons were appropriately responsive and had normal spring back/click. During investigation, evidence of contamination was found under all key contacts.